Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed by baxter personnel during product evaluation. The root cause was assigned to a battery low alert. The main batteries were replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The baxter field service technician repaired the device on site. As such, the device will not be returned to (B)(4) technical services. The user interface module software version of this device is currently unknown. No additional information is available.